Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to pelvic organ prolapse. The patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. On (B)(6) 2010, the patient underwent mesh excision due to mesh erosion and urinary incontinence. On (B)(6) 2011, the patient underwent excision of sparc due to severe incontinence and mesh erosion. On (B)(6) 2011, the patient underwent excision and revision due to mesh erosion and urinary incontinence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): at the time of mesh insertion the patient underwent the concurrent procedures of anterior repair, posterior repair with mesh, vaginal vault suspension with mesh, enterocele repair with mesh, cystoscopy, urethral dilatation and sparc sling.